Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿shut down while running". The unit was triaged and the reported issue could not be confirmed at this time; the unit was able to run on battery power for 18 hours with no issues. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.if information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that the enteral feeding unit had a flashing light and shut down while running. No patient was involved.